Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.211.201s, lot 73p6609: manufacturing site: raron. Release to warehouse date: october 23, 2020. Expiry date: october 01, 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The overall complaint was confirmed as the observed broken condition of the x-pl-2.4/2.7 va lock xs 23.5*15 tan. While no definitive root cause could be determined, it is probable that x-pl-2.4/2.7 va lock xs 23.5*15 tan was broken due to the unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 04.211.201s. Lot: 73p6609. Manufacturing site: raron. Release to warehouse date: 23.oct.2020. Expiry date: 01. Oct. 2030. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent the osteotomy surgery for hallux valgus with the variable angle locking x-plate in question. When the surgeon bent the plate with the bender, the plate was broken at a threaded hole. The surgery was successfully completed without any surgical delay using another plate of the same standard. No further information is available. Concomitant device reported: unk - bending instruments: plate bender: (part# unknown; lot# unknown; quantity: unknown). This report is for one (1) 2.4/2.7mm ti va lckng x-plate extra small-sterile. This is report 1 of 1 for (B)(4).